Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported gripper line break and gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. It is possible that there were forces used to manipulate the gripper lever which increased tension on the gripper line resulting in the gripper line break; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report that the grippers did not move and the suspected gripper line break. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. During preparation of the clip delivery system (cds), the gripper lever was pulled back; however, the grippers did not move. Additionally, the (B)(4) gripper line came out of the tip of the shaft in a large loop. The device was not used. It was not clear if the gripper line broke or was just longer than usual. A second cds was used. Two clips were implanted, reducing the mitral regurgitation from grade 3-4 to grade 1. No additional information was provided.